Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact technical support if the malfunction reoccurred.